Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the halogen light source fan motor does not work and the main lamp fails to light. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported events (non-function fan motor/main lamp and temperature sensor failure) were due to a failure of the thermal fuse. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was also confirmed that there was a failure of temperature sensor for the light emitting device. This report is being submitted for the non-functional fan motor, non-functional main lamp, and temperature sensor failure.